Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a damaged black plastic isolation on the serfas probe and it could remain in the patient. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the returned unit was visually inspected under microscope and took several pictures. The damaged heat shrink (insulation) was confirmed. Heavy wear marks on ceramic and minor wear marks on lumen. As part of the evaluation, the unit was then connected to the serfas energy programmer box to read the programming and activation history. According to the activation history, the unit was activated 18 instances the probable root causes could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use.

Event description:
It was reported that there was a damaged black plastic isolation on the serfas probe and it could remain in the patient. Although there was patient involvement, the procedure was completed successfully.